Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; placed here due to field character limits.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, after insertion of a farawave catheter into a faradrive sheath inside the patient, aspiration of the sheath was not possible. The catheter and sheath were removed from the patient, and the issue persisted. The sheath was replaced with a similar device, but aspiration was still not possible. Finally, the farawave catheter was exchanged with a similar device, and aspiration was successful. After analysis of the first farawave catheter, it was observed that it was larger at the base of the splines. The procedure was completed with the new catheter. No patient complications were reported.